Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained tachycardia episodes from t-wave oversensing (twos) on stored episodes. Reprogramming was performed to change the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.